Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
According to the facility on 10/28, a 25-gauge 3.5-inch whitacre needle fractured during a spinal block placement at legacy mount hood and the remnant remained in patient. Needle used came from a medline spinal anesthesia tray. The patient was transferred to legacy emanuel for a neurosurgical evaluation and removal of the needle fragment. The needle was removed successfully. The facility stated it is not aware of any serious injury or significant impact to the patient other than the subsequent procedure to remove the needle. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.